Manufacturer narrative:
No observable defects could be found with the component itself. Measurements taken met design requirements. Co was able to review the product's lot history and it was found to be acceptable to release criteria.

Event description:
Dental assistant reported that an implant failed prior to restoration. Pt is reportedly fine.